Event description:
It was also noted that the issue was not related to positional movements. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0yfej, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced a shocking sensation from their implantable neurostimulator (ins) twice today ((B)(6), 2015) when going through a security gate. Using the programmer, it was determined that the therapy was on. There were no falls or trauma noted that were associated with the issue. The patient stated that they always left their programmer unit at home but it was recommended to bring it with them to turn off the ins before going through the store security gates/theft detectors and then turn it back on when they left as it was thought that this was the cause of the shocking. On follow up, the patient reported that the shocking had not happened again. The indication for use for the implanted device was noted as gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.